Event description:
China aer database: issue summary: it was reported that the anesthesia unit "sometimes stops suddenly and automatically, shuts down and restarts and then operates normally". This failure was not reported to have cause a patient injury.

Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.